Event description:
Patient reported 1 day after injection with unspecified juvederm in the "edge of the nose, corner of the mouth, lip lines, nasolabial folds, and ear lobes" and juvederm voluma with lidocaine in the cheeks, they developed "nausea, face is numb, rapid heartbeat colitis, hyperactive, couldn't wake or unconscious, coma, confused, pupils dilated, legs were paralyzed, haven't eaten or drunken, couldn't swallow, oxygen saturation, dehydrated, convulsions or seizure." Patient was admitted to a local emergency room with bed rest and was prescribed tramadol. The patient indicated their symptoms are "better but [they are] still having a fast heartbeat." Allergen has made multiple attempts to investigate this patient reported event to date we have been unable to have a medical professional confirm any further details. The investigation is on-going but it is allergan's approach to compliance to report this event at this time. This is the same event and the same patient reported under MDR ID# 3005113652-2014-00239 (allergan complaint pr# (B)(4)). This MDR is being submitted for the second suspect product, unspecified juvederm, also a device manufactured by allergan.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of nausea, numbness, rapid heartbeat, "colitis", "hyperactive", "couldn't wake or unconscious", coma, confusion, dilated pupils, paralyzed legs, "haven't eaten or drunken", "couldn't swallow," "oxygen saturation", dehydration, "convulsions or seizure" are physiological complications and analysis of the device generally does not assist allergen in determining a probable cause for these events.